Manufacturer narrative:
Device investigation revealed core wire breakage at 13mm from the distal end, coil was elongated by approx 55mm and broken apart. Sem observation revealed the trace of rotational force on the core wire breakage site, while the coil wire was found to have been broken apart by pulling force. Two breakage surface of the core wire was confirmed matched, two breakage site of the coil wire matched, broken distal fragment was confirmed entire up to guidewire distal end. Consequently it was confirmed that the guidewire was entirely retrieved out from the anatomy and returned. Lot history review revealed no anomaly relating with the reported event, no other similar event reported. With the provided info and the outcomes of investigation, it is inferred the guidewire distal end might be caught in the calcified cto lesion, where rotational and push/pull manipulation might be given repeatedly in attempt to get out of the caught condition, resulting the breakage of core wire due to the accumulated rotational force which finally exceeded the product design limit. Along with removal of the proximal portion ,the coil wire was pulled apart.

Event description:
To treat a heavily calcified cto lesion at high lateral branch of lad, several attempts to cross the lesion were made with several guidewires, which all failed, and another attempt was made with the subject guidewire. During this attempt, breakage of the guidewire was noticed. The broken fragment was retrieved out using a snare. Pt is in good condition.